Event description:
It was reported to philips that the customer is requesting support for the battery not charging. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 7 was bent and compressed.